Manufacturer narrative:
Other applicable components are: product ID neu_unknown_cath, lot# unknown. Product type catheter, product ID neu_unknown_pump, serial# unknown, product type pump, product ID neu_unknown_cath, lot# unknown. Product type catheter, product ID neu_unknown_pump, serial# unknown, product type pump, product ID neu_unknown_pump, serial# unknown, product type pump, product ID neu_unknown_pump, serial# unknown, product type pump, product ID neu_unknown_pump, serial# unknown, product type pump, product ID neu_unknown_pump, serial# unknown, product type pump, product ID neu_unknown_pump, serial# unknown, product type pump. Abousamra o, duque orozco mdp, rogers kj, miller f, sees jp. Infections of intrathecal baclofen delivery systems and ventriculoperitoneal shunting systems: clinical series discussion. Pediatr neurosurg. 2017. Doi: 10.1159/000475468 b3: please note that this date is based off of the date of publication of the article, as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: the physiological interaction between the intrathecal baclofen (itb) delivery system and the ventriculoperitoneal (vp) shunting system in a patient who had both systems implanted has not been reported previously. The aim of our report is to evaluate the effect that one system¿s infection might have on the other. Reported events: 1. A male patient experienced replacement of the itb pump and catheter at (B)(6) years old due to catheter occlusion. 2. A male patient experienced an itb infection at (B)(6) years old, including fever and c-reactive protein elevation. The infection was determined to be staph epidermidis. IV antibiotics (vanco + vefepime; vanco + rifampin) were given. The itb system was removed. During removal, the catheter broke within the spinal canal. The decision was made to leave the catheter and manage the infection with antibiotics. At the last clinical visit at (B)(6) old, the patient was on oral baclofen and oral sulfamethoxazole/trimethoprim and well appearing with no signs of infection. 3. A female patient experienced an itb infection at (B)(6) old, including fever, back pain, and c-reactive protein elevation. The infection was determined to be (B)(6). IV antibiotics (vanco; oxacillin + rifampin) were given. The itb system was removed. 4. A female patient experienced an itb infection at (B)(6) old, including redness and tenderness of the pump site, as well as c-reactive protein elevation. The pump was removed from the left side and re-implanted on the right side. 5. A female patient experienced an itb infection at (B)(6) years old, including prominent pump and skin breakdown, as well as c-reactive protein elevation. The itb system was removed. At the last clinical visit at (B)(6) years old, the patient was free from itb dependence and well appearing with no signs of infection. 6. A male patient experienced an itb infection at (B)(6) years old via a positive culture of csf aspirated from the catheter access port (cap), including a symptom of "acute abdomen" as well as c-reactive protein elevation. The infection was determined to be staph epidermidis. IV antibiotics (vanco + cefepime) were given. The itb system was removed. Re-implantation of the itb system occurred at (B)(6) years old, as the infection had cleared. At the last visit at (B)(6) years old, the patient was on itb therapy and well appearing with no signs ofinfection. 7. A male patient experienced removal of the itb catheter at (B)(6) years old because of lumbar wound csf fistula due to not previously recognized hydrocephalus. Re-implantation of the itb catheter occurred at (B)(6) years old due to controlled hydrocephalus. 8. A male patient experienced an itb infection at (B)(6) years old, including fluid collection at the abdominal/lumbar wounds and c-reactive protein elevation. The infection was determined to be pseudo aeruginosa. IV antibiotics (vanco + cefotaxime; pip/tazo + genta) were given. The itb system was removed. At the last visit at the age of (B)(6) years, the patient was on oral baclofen and well appearing with no signs of infection.